Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis results: device photographs for the device related to the reported event of deflation were reviewed. Visual analysis of the photographs identified device patch with lot number 3035786 and catalog number 68hp-800, red particles in fthe ill channel and crease fold. No rupture or deflation is observed. Due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode via device analysis performed through photographs.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.